Event description:
Medtronic received a report that pipeline encountered resistance with the phenom 27 microcatheter and had failure to open. The patient was undergoing surgery for treatment of a saccular, relapse, left internal carotid artery, ophthalmic segment aneurysm. It had a max diameter of 5 mm and a 6 mm neck diameter. The landing zone was 3.9 mm distally and 4.3 mm proximally. It was noted the patient's vessel tortuosity was minimal. The angiographic result post procedure was that the vessel was patent; flow velocity normal. It was reported that during the treatment of this recurrent aneurysm, after the microcatheter was positioned in place, a pipeline dense-mesh stent was delivered. Upon stent deployment, the distal end failed to open; it was subsequently retrieved and redeployed, yet the distal end of stent remained unopened. Consequently, it was retracted into the internal carotid artery and the system was expanded; the proximal end of the stent was observed to be open and well-apposed to the vessel wall, while the distal end remained unopened. Therefore, after reserving sufficient distal length, deployment of the stent was continued, with plans for post-deployment manipulation. After stent deployment, the phenom 27 microcatheter was advanced in preparation to use the microcatheter to open the distal end of the stent and retrieve the delivery rod. Significant resistance was encountered during this maneuver. After expansion, the microcatheter was able to pass through the distal end of the stent; however, the stent suddenly migrated to the aneurysm neck, with an estimated shortening of approximately 15 mm, resulting in incomplete coverage of the aneurysm. Consequently, the delivery rod was retrieved, and the microcatheter was re-advanced distally. A ped ped2-450-18(d064814) was then deployed to fully cover the aneurysm neck, and the procedure was completed. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was not positioned in a bend and more than 50% had been deployed when it failed to open the pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter, and from the patient. There were no patient symptoms or complications associated with this event. Ancillary devices include a cook 6f long sheath and a synchro 14 guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.